Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/18/2014-product analysis:the pump has been returned and evaluated by product analysis on 02/25/2014 with the following findings:the complaint could not be duplicated or confirmed with investigation. A review of the pump¿s black box data revealed no related issues. The pump powered on with the display screen functioning per specification. Unrelated to the complaint, a battery compartment crack was observed during evaluation. Corrosion was found within the battery compartment. A leak of the battery compartment was discovered during leak testing. No damage or defect was found on the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.